Manufacturer narrative:
Additional narrative: the device associated with this report was not returned. Review of the device history records and/or a lot specific complaint database search was not possible as the product lot code required was not provided. A search of the complaint database against product code 965226 found a similar reported event. A previous product enhancement has been implemented. In order to prevent failure at the weld between the rod and handle, the welding process at the supplier has been updated from a laser weld process to a tig weld process. The change went into effect at the supplier in june of 2009. The investigation could not verify or identify any product contribution to the current reported event with the information provided. Based on the inability to determine a root cause, a need for corrective action is not indicated. Monitor complaints through (B)(4). Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The surgeon attached the slap hammer to the stem extractor and when he slapped on the instrument the sleeve portion of the stem extractor (that was attached to the slap hammer) came away with the slap hammer. The long thin portion of the extractor was left behind in the sleeve trial and the whole lot had to be pulled out using a needle-nosed slap hammer.